Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had moisture under their insulin pump's screen. The customer stated that the numbers and screen was cloudy. The customer also stated her doctor could not see any readings. She also stated that her doctor verified that she has not gotten any insulin delivered to her. The customer stated she has never dropped her insulin pump and there was no cracks present on the insulin pump. Customer's blood glucose was 153 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the screen or electronic assembly.